Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was subjected to extensive testing including bench hanlding testing, impedance testing, defibrillation cycle testing and environmental chamber testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.